Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in a low bg, (specific bg value was not provided). The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.